Event description:
Dealer advised enduser stated chair was working fine at first and then stopped. Dealer advised getting 6 flash error code with two red lights. Dealer advised replaced controller and chair works fine now. Dealer advised enduser stated he was give as a gift. Dealer advised controller no longer available. Dealer could not provide any further information.